Event description:
It was reported that this right ventricular (rv) lead has been showing an increasing trend, over the past year, at the shock impedance values. At this point, the impedances are high, out of range. The rv lead has been implanted for more than ten years. A commanded shock was suggested to determine the real impedance value in the shock channel. The rv lead remains in service. Additional intervention was to be discussed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increasing trend, over the past year, at the shock impedance values. At this point, the impedances are high, out of range. The rv lead has been implanted for more than ten years. A commanded shock was suggested to determine the real impedance value in the shock channel. The commanded shock was completed and the impedance was observed within range. The rv lead remains in service. Additional intervention was to be discussed. No additional adverse patient effects were reported.